Event description:
It was reported that post-operatively, the patient's lead exhibited high thresholds and the patient experienced chest tightness. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.